Manufacturer narrative:
Conclusion: inspecting the instrument visually, we noticed that the riveted hinge pins are still existent and that both scissors blades are broken directly at the pin drilling (relatively thin hinge area). As well it can be assumed that the instrument had been manipulated before this incident happened, since the cutting angle of the scissors blades seems to be changed. Based on these observations and based on our long-term experience as qualified MFR of surgical instruments, we have to assume that the break occurred due to overstressing or repair attempts of a third party. Since this evaluation indicates no defect of material, no defect in design or any defect in manufacturing, we feel that no corrective measure is to be taken on our part.